Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the alleged cutting and sealing issue. Failure analysis investigation found the instrument's blade to be exposed. Failure analysis was not able to complete the investigation due to the instrument's snake wrist being dislodged. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist one vessel sealer instrument, allegedly, the instrument would not seal. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument would not cut and then it would not seal. An alarm was set off twice. A new instrument was used to complete the procedure. On (B)(6) 2015, intuitive surgical inc., (isi) obtained the following information from the site regarding the reported event: during the procedure, the instrument did work. The instrument's cut performance was very poor and the coagulation performance was weak. The system did not generate any error codes or error messages during the sealing cycle to indicate that the patient's tissue was not being sealed. The system only faulted when the instrument was removed from the patient side manipulator (psm) arm. The surgeon did not attempt to use the cut function after attempting to seal; however, bleeding was observed and it was controlled by trying to reseal with the instrument. The cause of the bleeding experienced by the patient was not provided. The site indicated that the patient's vessels were not highly calcified or in excess of 7mm in diameter. The site is unsure if the surgeon was holding the master grips fully closed, however, the site assumes that he was throughout the sealing cycle. The two audible high pitch tones were heard, however the site was not able to remember how long the sealing cycle was before the beeps at the end of the sealing cycle were heard. There was very little tissue effect seen and the surgeon had to keep applying the vessel sealer to the tissue in order to get a good seal. There was no report of fragments falling into the patient and there was no patient harm, adverse outcome or injury reported.